Event description:
It was reported that after cutting the apex of the left ventricle with the coring knife, the tool slipped inside of the patient's heart. The surgeon recovered the coring knife, and the procedure continued as normal. When starting the heartmate 3 and weaning cardiopulmonary bypass (cpb)., it was observed through an echocardiogram that the septum had been cut and showed what could be an interventricular communication. The patient underwent no sign nor symptoms of this defect whatsoever. The patient was being closely monitored in the intensive care unit (ICU). It was being debated whether the communication should be closed percutaneously.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an interventricular septum injury during implant was not confirmed. The provided information indicated after cutting the apex of the left ventricle, the coring knife slipped inside the patient¿s heart. The surgeon recovered the tool and finished the procedure. During weaning of the cardiopulmonary bypass, an echocardiogram indicated the septum had been cut. The patient was asymptomatic, and no treatment was performed as it was determined there was no interventricular communication. The root cause for the reported event was determined to be user error. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 5 of the IFU, entitled ¿surgical procedures¿, instructs the user to not orient the coring knife towards the interventricular septum while performing the left ventricular coring to avoid damage to the septum. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that no treatment was required. It was determined that there was not an interventricular communication as previously thought. The patient was completely fine at home, living normal life.

Manufacturer narrative:
Corrected data: section a3a: patient gender corrected. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.